Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluated at the third party service center, , a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.